Event description:
The surgeon stated that he was supervising the resident performing the surgery. It was indicated that the resident removed the posterior capsule during phacoemulsification and was not aware that the capsule was no longer in place. The resident proceeded to implant the lens which consequently sank after implantation. At the time, the supervising surgeon had to remove the lens from the pt's eye. It was noted that a vitrectomy was performed and the incision was enlarged. The surgeon stated there was no product malfunction and the device did not cause or contribute to the event.